Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The caller may continue to use the pump and was instructed to call back if any malfunction recurs, which they acknowledged and understood.